Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))"), device breakage ("fragment of the left essure device"), pelvic pain ("pelvic pain / pain / pelvic pain mainly on left"), device expulsion ("migration of essure device location of device: uterine cavity"), genital haemorrhage ("excessive abnormal bleeding"), diverticulitis ("rule out diverticulitis"), small intestinal obstruction ("partial small bowel obstruction") and crohn's disease ("occult crohns disease") in a 36-year-old female patient who had essure (batch no. 509797, 624840) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included fibroids, uterine bleeding, cholelithiasis and neoplasm of appendix. Concomitant products included anovlar (loestrin) since 2012, desogestrel since 2011, fluoxetine since 2012, ibuprofen since 2009, macrogol (miralax) since 2013 and metformin since (B)(6) 2017. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2012, the patient experienced complication of device removal ("essure within the right fallopian tube and a fragment of the left essure device showed by CT-scan"). On (B)(6) 2014, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced polycystic ovaries ("pcos"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), diverticulitis (seriousness criterion medically significant), small intestinal obstruction (seriousness criterion medically significant), crohn's disease (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), change of bowel habit ("change in bowel habits"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping) / painful menses"), vaginal discharge ("vaginal discharge"), irritable bowel syndrome ("irritable bowel syndrome"), alopecia ("hair loss") and abdominal pain lower ("left lower quadrant pain/pain below my navel on right and left side"). The patient was treated with surgery (surgical removal of coil / salpingectomy), surgery (surgical removal of the essure in (B)(6) 2012). Essure was removed on (B)(6) 2011. At the time of the report, the fallopian tube perforation, device breakage, pelvic pain, device expulsion, diverticulitis, small intestinal obstruction, crohn's disease, dyspareunia, change of bowel habit, complication of device removal, vaginal haemorrhage, menorrhagia, nausea, dysmenorrhoea, vaginal discharge, irritable bowel syndrome, alopecia, polycystic ovaries and abdominal pain lower outcome was unknown and the genital haemorrhage had not resolved. The reporter considered abdominal pain lower, alopecia, change of bowel habit, complication of device removal, crohn's disease, device breakage, device expulsion, diverticulitis, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, irritable bowel syndrome, menorrhagia, nausea, pelvic pain, polycystic ovaries, small intestinal obstruction, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results: on (B)(6) 2014, CT scan of the abdomen/pelvis noted an essure device within the right fallopian tube and only fragment of the left essure device. On (B)(6) 2012, hysterosalpingography test showed, status post essure with recent abnormal uterine bleeding and hysteroscopy showing no rt. Sided coil and lt. Sided coil in cavity (outside of tube), removed. Needs confirmation of tubal occlusion. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: menorrhagia, diverticulitis, lower abdominal pain, small bowel obstruction, chohns disease, abdominal pain, device breakage. Most recent follow-up information incorporated above includes: on 13-jun-2018: pfs received - new events "abnormal bleeding(vaginal), abnormal bleeding (menorrhagia), migration of essure device location of device: uterine cavity, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, perforation (fallopian tube(s)), change in bowel habits, rule out diverticulitis, partial small bowel obstruction, occult crohns disease, irritable bowel syndrome, hair loss, vaginal discharge, pcos, left lower quadrant pain, pain below my navel on right and left side" were added. Lot number were added. Product implant date was updated. New reporter were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))"), device breakage ("fragment of the left essure device"), pelvic pain ("pelvic pain / pain / pelvic pain mainly on left"), device expulsion ("migration of essure device location of device: uterine cavity"), genital haemorrhage ("excessive abnormal bleeding"), diverticulitis ("rule out diverticulitis"), small intestinal obstruction ("partial small bowel obstruction") and crohn's disease ("occult crohns disease") in a 36-year-old female patient who had essure (batch no. 509797, 624840) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included fibroids, uterine bleeding, cholelithiasis and neoplasm of appendix. Concomitant products included anovlar (loestrin) since 2012, desogestrel since 2011, fluoxetine since 2012, ibuprofen since 2009, macrogol (miralax) since 2013 and metformin since (B)(6) 2017. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2012, the patient experienced complication of device removal ("essure within the right fallopian tube and a fragment of the left essure device showed by CT-scan"). On (B)(6) 2014, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced polycystic ovaries ("pcos"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), diverticulitis (seriousness criterion medically significant), small intestinal obstruction (seriousness criterion medically significant), crohn's disease (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), change of bowel habit ("change in bowel habits"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping) / painful menses"), vaginal discharge ("vaginal discharge"), irritable bowel syndrome ("irritable bowel syndrome"), alopecia ("hair loss") and abdominal pain lower ("left lower quadrant pain/pain below my navel on right and left side"). The patient was treated with surgery (surgical removal of coil / salpingectomy) . Essure was removed on (B)(6) 2011. At the time of the report, the fallopian tube perforation, device breakage, pelvic pain, device expulsion, diverticulitis, small intestinal obstruction, crohn's disease, dyspareunia, change of bowel habit, complication of device removal, vaginal haemorrhage, menorrhagia, nausea, dysmenorrhoea, vaginal discharge, irritable bowel syndrome, alopecia, polycystic ovaries and abdominal pain lower outcome was unknown and the genital haemorrhage had not resolved. The reporter considered abdominal pain lower, alopecia, change of bowel habit, complication of device removal, crohn's disease, device breakage, device expulsion, diverticulitis, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, irritable bowel syndrome, menorrhagia, nausea, pelvic pain, polycystic ovaries, small intestinal obstruction, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: surgical removal of the essure in (B)(6) 2012. Diagnostic results: on (B)(6) 2014, CT scan of the abdomen/pelvis noted an essure device within the right fallopian tube and only fragment of the left essure device. On (B)(6) 2012, hysterosalpingography test showed, status post essure with recent abnormal uterine bleeding and hysteroscopy showing no rt. Sided coil and lt. Sided coil in cavity (outside of tube), removed. Needs confirmation of tubal occlusion. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: menorrhagia, diverticulitis, lower abdominal pain, small bowel obstruction, chohns disease, abdominal pain, device breakage. Lot number: 509797 manufacture date: 2006/03, expiration date: 2008/02; lot number: 624840 manufacture date: 2007/06, expiration date: 2009/05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-aug-2018: quality safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))"), device breakage ("fragment of the left essure device"), pelvic pain ("pelvic pain / pain / pelvic pain mainly on left"), device expulsion ("migration of essure device location of device: uterine cavity, migration of essure device- location of device: displaced essure coil; misplaced eft essure coil in the endometrium. The essure coil was noted to be in the uterine cavity"), genital haemorrhage ("excessive abnormal bleeding"), diverticulitis ("rule out diverticulitis"), small intestinal obstruction ("partial small bowel obstruction"), crohn's disease ("occult crohns disease") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 32-year-old female patient who had essure (batch no. 509797, 624840) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included fibroids, uterine bleeding, cholelithiasis, neoplasm of appendix and gallbladder removal. Concomitant products included desogestrel since (B)(6) , dofamium chloride (desogen), ethinylestradiol;norethisterone acetate (loestrin) since (B)(6) , fluoxetine since (B)(6) , ibuprofen since (B)(6) , macrogol 3350 (miralax) since (B)(6) and metformin since (B)(6) 2017. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping) / painful menses"). On (B)(6) 2011, the patient experienced irritable bowel syndrome ("irritable bowel syndrome"). On (B)(6) 2011, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced complication of device removal ("essure within the right fallopian tube and a fragment of the left essure device showed by CT-scan"). On (B)(6) 2014, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced nausea ("nausea"). On (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss"). On (B)(6) 2017, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2017, the patient experienced polycystic ovaries ("pcos"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), diverticulitis (seriousness criterion medically significant), small intestinal obstruction (seriousness criterion medically significant), crohn's disease (seriousness criterion medically significant), change of bowel habit ("change in bowel habits"), abdominal pain lower ("left lower quadrant pain/pain below my navel on right and left side") and gastrointestinal pain ("gastrointestinal pain"). The patient was treated with surgery (ablation(thermo choice ablation)on (B)(6) 2011, surgical removal of coil, surgical removal of coil / salpingectomy and surgical removal of the essure in (B)(6) 2012). Essure was removed on (B)(6) 2011. At the time of the report, the fallopian tube perforation, device breakage, device expulsion, diverticulitis, small intestinal obstruction, crohn's disease, change of bowel habit, complication of device removal and irritable bowel syndrome outcome was unknown, the pelvic pain, dyspareunia, vaginal haemorrhage, menorrhagia, nausea, dysmenorrhoea, vaginal discharge, abdominal pain lower and gastrointestinal pain was resolving and the genital haemorrhage, alopecia and polycystic ovaries had not resolved. The reporter considered abdominal pain lower, alopecia, change of bowel habit, complication of device removal, crohn's disease, device breakage, device expulsion, diverticulitis, dysmenorrhoea, dyspareunia, fallopian tube perforation, gastrointestinal pain, genital haemorrhage, irritable bowel syndrome, menorrhagia, nausea, pelvic pain, polycystic ovaries, small intestinal obstruction, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: surgical removal of the essure in (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2014: CT scan of the abdomen/pelvis noted an essure device within the right fallopian tube and only fragment of the left essure device. Hysterosalpingogram - on (B)(6) 2012: status post essure with recent abnormal uterine bleeding and hysteroscopy showing no rt. Sided coil and lt. Sided coil in cavity (outside of tube), removed. Needs confirmation of tubal occlusion. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: menorrhagia, diverticulitis, lower abdominal pain, small bowel obstruction, crohns disease, abdominal pain, device breakage. Lot number: 509797, manufacture date: 2006/03, expiration date: 2008/02. Lot number: 624840, manufacture date: 2007/06, expiration date: 2009/05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jan-2019: plaintiff fact sheet received. Event gastrointestinal pain and she did not undergo essure confirmation test was added. Event outcome was updated for the event: left lower quadrant pain/ pain below my navel on right and left side, pelvic pain, abnormal bleeding(vaginal), abnormal bleeding (menorrhagia), vaginal discharge, pcos, hair loss, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), gastrointestinal pain, nausea. Concomitant drug was added. Historical condition was added.surgery ablation was added to the event menorrhagia. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), device breakage ("fragment of the left essure device") and genital haemorrhage ("excessive abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "essure within the right fallopian tube and a fragment of the left essure device showed by CT-scan" in (B)(6)2012. In (B)(6) 2008, the patient had essure inserted. On (B)(6) 2014, the patient experienced device breakage (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and dyspareunia ("dyspareunia"). The patient was treated with surgery (surgical removal of the essure in (B)(6) 2012). At the time of the report, the pelvic pain, device breakage, genital haemorrhage and dyspareunia outcome was unknown. The reporter considered device breakage, dyspareunia, genital haemorrhage and pelvic pain to be related to essure. Diagnostic results: on (B)(6) 2014, CT scan of the abdomen/pelvis noted an essure device within the right fallopian tube and only fragment of the left essure device. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.